Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, experienced a skin reaction with inflammation, pustules and infection extended beyond the patch perimeter. The area was prepared with soap and water before placing the sensor on the body. The parent brought the patient to their family healthcare provider and was prescribed an unspecified oral antibiotic medication. Start of medication was (B)(6) 2025. No photo was provided. At the time of the report, patient condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.